Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
On (B)(6) 2009, a patient with aaa underwent evar. The patient's anatomical form was suitable for endovascular repair. The following devices were placed: 26 mm x 103 mm endovascular bifurcated main body, 20 mm x 71 mm endovascular graft iliac leg , 12 mm x 54 mm endovascular graft iliac leg, 12 mm x 88 mm endovascular graft iliac leg (subject of this report) . On (B)(6) 2015, the physician confirmed that the left illiac leg separated from the mainbody (type iiia (component disconnection) endoleak) and aneurysm enlarged. On (B)(6) 2016, to treat the type iiia endoleak, a 13 mm x 56 mm endovascular graft was placed to bridged between main body and the separated leg. No adverse effects to the patient have been reported.

Manufacturer narrative:
(B)(4). The lot number for the device is unknown therefore a device history record review could not be performed. The product was not returned and photos of the device are not available. Due to this product only being one per lot number no other complaints would be associated with this complaint if the lot information was available. Quality control inspections are in place to prevent defective product from being distributed and review of the document based investigation evaluation found no evidence to suggest that the product was not manufactured to specification. Endo-graft stent migration is a potential occurrence associated with endovascular repair of an aortic aneurysm. Device migration can be attributed to several factors; irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endo-leak, fracture, migration, device in-folding or compression. It can also be caused by increased blood pressure or hemodynamic displacement forces. When the magnitude of this displacement is such that endo-graft seal is lost, re-pressurization of the previously excluded aneurysmal sac can result (endo-graft leak). The complaint report states that the tfle graft separated from the main body graft, creating a type iiia endoleak. The sales rep stated that this could have occurred due to the tortuous anatomy of the patient. With the limited information available the exact cause for the event could not be determined; however there are hemodynamic, biomechanical, patient and operational factors that can contribute to stent migration and endo-graft leaking.